Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable outer sleeve was broken and wires were exposed. The modular cable was replaced.

Manufacturer narrative:
The report of a damaged outer jacket was confirmed based on the evaluation of the returned modular cable. Examination of the returned modular cable revealed an area with discoloration of the polyurethane jacket. This area was also covered in tape. Further examination of the modular cable revealed that the polyurethane jacket had bunched up and torn approximately 6 inches from the system controller connector. The texture of the modular cable suggested that the polyurethane jacket swelled, creating an air gap between the jacket and the armor layer, leading to elongation and cracking of the jacket over time. Both the system controller connector and inline connector bend reliefs showed some discoloration, and debris was observed in the molded holes. The system controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas IFU and patient handbook contain information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.